Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was returned to olympus, and the customer¿s allegation of ¿the image is flickering¿ was not confirmed. The root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the 4k uhd lcd monitor had occasional flickering, especially when using the electric knife, there was no flickering when connected to the secondary screen during the procedure. The intended diagnostic gastroenterostomy procedure was completed with the same equipment. The patient was not under anesthesia and there was no delay or impact associated with the reported event.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.